Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been having some low blood glucose over the last few days. Customer stated that she has been stressed, so her blood glucose would be high and then all of a sudden, it would drop really low. Customer's blood glucose was 43 mg/dl. Customer has treated with food such as orange juice and yogurt. Customer stated that there are no cracks on the insulin pump. Customer performed a self test and passed the test. Customer stated that the pump was not exposed to an MRI. Customer was advised to monitor the pump and speak with their health care professional regarding the low blood glucose. Customer mentioned that the cap for the reservoir was crooked when she took it out of the pump.